Event description:
It was reported that during clinic, high impedance was found on the patient's device. It was indicated both the lead and generator were implanted at the last surgery due to high impedance being found on the old lead which has been reported in MFR report # 1644487-2019-01702. X-rays were performed by the neurologist and found that the new lead had moved and was located in front of the larynx. X-ray images received were reviewed. It was noted there was no strain relief bend or loop present, as well as no tie downs to secure the lead. The lead electrodes were noted to be on the right side of the neck. Complete pin insertion could not be assessed due to the scope of the image. No fractures or discontinuities on the lead were seen, however microfractures cannot be ruled out. Based on the review of the images, the cause of the high impedance could not be determined. Additional information was received that it was confirmed by the surgeon the lead was implanted on the left vagus nerve. The migration of the lead being located on the right side believed to be associated with the high impedance and the cause of the high impedance. There has been no patient manipulation or falls. It was discovered by the physician that the nerve was covered by a lot of fibrosis therefore had a wider diameter than usual. The physician confirmed to have performed strain relief bend, loop and secured with tie downs. It is suspected by the physician that the lead was pulled out of the nerve due to the small diameter and was indicated the patient will be taken back to surgery to revise the lead and place a 3mm one. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. No surgical intervention has been reported to date. No additional relevant information has been received to date.